Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The cause of the reported alarm was due to a disconnection between the patient's transfer set and patient line. The cause of the disconnection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain three of five on the home choice (hc). The home patient (hp) stated the patient line of the cassette had become disconnected from the transfer set. The hp indicated they would complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.